Manufacturer narrative:
G1: MFR site address 1: (B)(6).

Event description:
It was reported that labelling issue occurred. An 18-4/5.8/75 xxl esophageal balloon catheter was selected for use. During inspection, it was noted that the back of the packaging was labeled "non-sterile." The device was not used, and there was no patient involvement.